Event description:
The customer reported that intermittently, the bilateral user interfaces failed to operate. The system would be unusable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.